Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer is alleging that his humidifier emitted smoke and burned the flooring. There were no injuries reported with this incident.

Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer is alleging that his humidifier emitted flames and damaged his wall. There were no injuries reported with this incident.